Event description:
It was reported a cgm error 42, with the same error having occurred at least three times on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump since it was under warranty, and the customer was instructed on how to put it into storage mode and return it with a pre-paid label. Caller acknowledged and agreed to continue using the current pump as a backup therapy.